Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: b1, h1, h6 annex a and annex g. Upon return and evaluation of the device, the distal tip of the sheath was deformed and out of round. There is not a smooth transition between the sheath and dilator. However, the sheath tip is not split or torn. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, the tip of a flexor balkin guiding sheath was damaged and sharp. The sheath was reportedly inserted into the femoral artery and advanced to the desired position from an ipsilateral approach, over another manufacturer¿s wire guide. The access site was not scarred, the anatomy was not stenosed, tortuous, or calcified, and the bifurcation was not steep. Resistance was not encountered during insertion of the device. Another manufacturer¿s contrast catheter was used through the sheath, and while injecting contrast, bleeding was noted. The sheath was then removed from the patient, and the user noted that the sheath tip was damaged. Per the user, the sheath tip scraped the vessel wall. Resistance was not encountered during removal of the sheath. Another sheath was used to place a stent and successfully complete the procedure. The patient did not require treatment for blood loss. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.